Event description:
A nurse reported that an intermittent system message displayed during surgery, causing a delay. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and verified the customer reported system message (sm) [drain pump problem detected] in the system's event log. The company representative reseated the cables of the fluidics module pump motor and optical coder. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirmed the reported event. The root cause is unk. (B)(4).